Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead was explanted and replaced due to high pacing thresholds that began rising after implant 15 months ago. It was noted that based on the x-ray taken at the start of the procedure, the physician commented that the lead appeared to have pulled back but the x-ray from original implant procedure was not available for comparison. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.